Manufacturer narrative:
(B)(4). The device was not available for evaluation. Therefore, no analysis can be performed. A batch review was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the minicap package was opened, it was noticed that the povidone-iodine sponge came out from the inside of the minicap. There was no patient involvement. No additional information is available at this time. This report is 2 of 5 for this event.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is related to (B)(4).